Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported per medwatch report that the procedure was being performed on a (B)(6) year old female patient using a triple lumen 7fr arrowguard blue catheter. The patient had a triple lumen with a multi-lumen access catheter (mac) introducer placed (right intrajugular) and three days after insertion, the nurse observed that there was fluid leaking from the proximal port. The nurse believed there was a crack and the physician was notified. The mac was discontinued and a peripherally inserted central catheter (PICC) was inserted in its place. Additional information received on (B)(6) 2011 stated there were no patient adverse effects from this event.